Manufacturer narrative:
The treatment tips do not delivery any energy and no treatment data are stored on the tip itself; there is no information to gather from their return. The exception to this would be if the tips plastic housing or component scratched the patient, which did not happen in this case. For other reported events, tips are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of acceptable limits. The customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage. The customer performed the burn paper test and sent it in for review. The review of the burn paper showed proper pattern/coverage. The field service engineer performed a functional test, and the system passed all tests. There was no problem found with the device. The investigation is ongoing.

Event description:
A user facility reported that a patient experienced blisters (pustules), peeling, swelling and redness 3 days post fraxel dual treatment. The area of the body treated was the face with the location of the injuries to the cheeks and forehead. The nature of the injury is stated as a possible herpetic flare post laser. The patient states they had 2 cold sores develop on their upper lip over the course of a few days post treatment. The patient reported using aloe plant and neutrogena facial wipes. Secondary intervention required to treat this event included: diflucan 200mg once daily for 10 days, cleansing with water only, cephalexin 500mg 1 pill three times a day for 7 days, mupirocin ointment twice daily while continuing to keep moist with vaseline throughout the day. A modification to the following treatments were made included: increasing valtrex to 1 gm three times a day for 7 days, increasing claritin to twice daily, increasing vinegar soaks to 6-7 times daily using a clean washcloth each time for the next few days. It was stressed to the patient to wash hands before touching the face, use cotton gloves or socks at night to prevent scratching, to change washcloths and pillowcases nightly. The patient's current status is noted as stable, yet it is unknown if there will be any permanent damage or scarring. Available pictures were reviewed by the solta medical reviewer. The pictures are undated. Blisters, crusts, wounds, and pinpoint bleedings are visible on both cheeks and the forehead. The exact nature of the event cannot be determined from these pictures. No other treatments (besides the one reported) were being performed in same area where symptoms were reported, nor has the patient undergone any other treatments in the same symptom area within the past 90 days. The patient has had prior aesthetic treatment on this area which included a hydrafacial once. The patient has had minimal sun exposure during healing and post healing. A 1927 wavelength was used to perform treatment which included 15 mj, 7 passes, and treatment at level 8. There were no overlapping passes, nor did any system errors occur or was there anything out of the ordinary noticed during treatment. This same individual tip had not been used to treat other patients. A burn paper test was not performed prior to using this tip.

Manufacturer narrative:
According to the fraxel user manual and fraxel system hazard analysis, redness, swelling, infection, skin discoloration, and blisters are known possible side effects of treatment. Blistering or burns may develop over the treated areas. A risk of infection exists whenever the skin is wounded. The possibility for infection exists even with non-ablative fractional laser devices such the fraxel 1550, fraxel 1927 or fraxel dual 1550/1927 laser systems. If observed, infection should be treated appropriately with topical and/or systemic medications. Mild-moderate transient erythema is an expected response. However, if erythema is severe or persists significantly longer than expected, re-treatment should be avoided until the condition resolves. Reaction may vary on a patient-by-patient basis. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, these events are known possible reactions to treatment. It is reported that the patient currently does not have permanent damage or scarring.

Event description:
It is reported that there will be no permanent damage or scarring; however, there are areas of hypopigmentation which is being monitored. The case remains classified as serious due to the extent of treatment required, which goes beyond the standard of care.